Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") in an adult female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinus operation in 2002, loop electrosurgical excision procedure in 2005 and tendonitis in 2009. Patient reports no hematuria, no abnormal bleeding, no trouble urinating, no incontinence, no rash in genital area, no lesions, no discharge, no vaginal odor, and no vaginal itching. Gastrointestinal: palpation: soft, non tender, no distention, no rebound, guarding or rigidity. Females: vagina: no abnormal vaginal discharge and discharge: blood: brown. She reports no fever, no significant weight gain. And no fatigue. She reports no skin rashes. No excessive facial or body hair (hirsutism).and no acne. She reports no respiratory problems. She reports no chest pain or palpatations. She reports no gastrointestinal problems. Constapation or diarrhea. She reports no neurological problems and no headaches. She reports no psychological problems. Physical exam: abdomen: auscultation/inspection/palpation: no masses or cva tenderness and soft and nondistended. No family hx of bleeding disorders or clots. Neck: thyroid: normal size and non-tender with no enlargement or masses. Breast:· no tenderness or masses. No nipple deformities or discharge. No skin changes. Gastrointestinal: - soft, non tender with no masses or hepatosplenomegaly. Females gu: vulva: no masses or lesions. Vagina: no masses, tenderness or abnormal vaginal discharge. Cervix: grossly normal with no discharge and no cervical motion tenderness. Uterus: normal size and shape, ant everted, mobile and non tender. Bladder/urethra: no urethral discharge or masses. Bladder is non distended. Adnexa/parametria: adnexal mass on right and tenderness on right. Lymph nodes: - no palpable neck, axillary or inguinal l.n .. Extremities: - no edema or varicosities. Skin: - no acne, abnormal hair growth or lesions. Neurological summary: - no gross neurological abnormalities. Concurrent conditions included irregular menstruation since (B)(6)2010, pelvic pain since (B)(6)2012, abdominal pain (lower abdominal pain) since (B)(6)2012, bleeding menstrual heavy (age at menarche: 13. Coitarche: 16.) Since (B)(6)2012, cervical cancer since (B)(6)2012, parity 2 since (B)(6)2012, multigravida since (B)(6)2012, abortion since (B)(6)2012, caffeine normal (caffeine intake: moderate.) Since (B)(6)2012, smoker (current every day smoker.) Since (B)(6)2012, abstains from alcohol (alcohol intake: none.) Since (B)(6)2012, tobacco user since (B)(6)2012, stress (level: medium.) Since (B)(6)2012, pap smear abnormal (y - 6 yrs ago), multiple allergies since (B)(6)2012, ache since (B)(6)2012, pelvic pain (severity: pain level 8/10) since (B)(6)2012, burning sensation (pain: burning), rigidity (gastrointestinal: rigidity), dyspareunia since (B)(6)2012, back pain since (B)(6)2012, surgery (reviewed patient surgical history (as of (B)(6)2012) without changes), diabetes and right lower quadrant pain. Family history included hypertension (mother). Concomitant products included ibuprofen for hives and vomiting, vicodin since (B)(6)2012 for pain as well as anesthetics, general (general anesthesia), etonogestrel (implanon), hydrocodone, mebendazole and naproxen sodium (aleve) since (B)(6)-2012. On(B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions / allergic or hypersensitivity reaction"), genitourinary tract infection ("infections / infection (bladder/ urinary tract/vaginal)"), menstrual disorder ("abdominal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with paracetamol (acetaminophen) and surgery (on (B)(6)2012, underwent bilateral salpingectomy, laparoscopically (removal of fallopian tubes)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain was resolving and the hypersensitivity, genitourinary tract infection, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered genitourinary tract infection, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient states "there is a white spot on my left ovary and there was a lltile black spot beside it, my right side hurts but since my u/s my left side hurts". Diagnostic results: current weight 133 (unit not provided.) Essure tubal with hysteroscopy. Findings: bimanual exam revealed normal uterus in midplane with nonnal adnexa bilaterally_ on hysteroscopy there was normal endometrial lining with normal tubal ostia visualized and nonnal anatomy noted. Findings: 1. Uterus midplane approximately 8-week size. 2. Normal-appearing tubes, ovaries bilaterally. 3. Normal-appearance pelvis. Pathology: I. Right and left and fallopian tube. Cardiovascular: auscultation: regular rate and rhythm. Respiratory:· assessment of respiratory effort is normal. Ultrasound, pelvic transvaginal- to be submitted on or around (B)(6)2012 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, menstrual disorder and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint (B)(6)2012 00:00 most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") in a 23-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included sinus operation in 2002, loop electrosurgical excision procedure in 2005 and tendonitis in 2009. Patient reports no hematuria, no abnormal bleeding, no trouble urinating, no incontinence, no rash in genital area, no lesions, no discharge, no vaginal odor, and no vaginal itching. Gastrointestinal: palpation: soft, non tender, no distention, no rebound, guarding or rigidity. Females: vagina: no abnormal vaginal discharge and discharge: blood: brown. She reports no fever, no significant weight gain. And no fatigue. She reports no skin rashes. No excessive facial or body hair (hirsutism).and no acne. She reports no respiratory problems. She reports no chest pain or palpatations. She reports no gastrointestinal problems. Constapation or diarrhea. She reports no neurological problems and no headaches. She reports no psychological problems. Physical exam: abdomen: auscultation/inspection/palpation: no masses or cva tenderness and soft and nondistended. No family hx of bleeding disorders or clots. Neck: thyroid: normal size and non-tender with no enlargement or masses. Breast:· no tenderness or masses. No nipple deformities or discharge. No skin changes. Gastrointestinal: - soft, non tender with no masses or hepatosplenomegaly. Females gu: vulva: no masses or lesions. Vagina: no masses, tenderness or abnormal vaginal discharge. Cervix: grossly normal with no discharge and no cervical motion tenderness. Uterus: normal size and shape, ant everted, mobile and non tender. Bladder/urethra: no urethral discharge or masses. Bladder is non distended. Adnexa/parametria: adnexal mass on right and tenderness on right. Lymph nodes: - no palpable neck, axillary or inguinal l.n .. Extremities: - no edema or varicosities. Skin: - no acne, abnormal hair growth or lesions. Neurological summary: - no gross neurological abnormalities. Bimanual exam revealed normal uterus in midplane with nonnal adnexa bilaterally_ on hysteroscopy there was normal endometrial lining with normal tubal ostia visualized and nonnal anatomy noted. Findings: uterus midplane approximately 8-week size. Normal-appearing tubes, ovaries bilaterally. Normal-appearance pelvis. Pathology: right and left and fallopian tube. Cardiovascular: auscultation: regular rate and rhythm. Respiratory:· assessment of respiratory effort is normal. Concurrent conditions included irregular menstruation since (B)(6) 2010, pelvic pain since (B)(6) 2012, abdominal pain (lower abdominal pain) since (B)(6) 2012, bleeding menstrual heavy (age at menarche: 13. Coitarche: 16.) Since (B)(6) 2012, cervical cancer since (B)(6) 2012, parity 2 since (B)(6) 2012, multigravida since (B)(6) 2012, abortion since (B)(6) 2012, caffeine normal (caffeine intake: moderate.) Since (B)(6) 2012, smoker (current every day smoker.) Since (B)(6) 2012, abstains from alcohol (alcohol intake: none.) Since (B)(6) 2012, tobacco user since (B)(6) 2012, stress (level: medium.) Since (B)(6) 2012, pap smear abnormal (y - 6 yrs ago), multiple allergies since (B)(6) 2012, ache since (B)(6) 2012, pelvic pain (severity: pain level 8/10) since (B)(6) 2012, burning sensation (pain: burning), rigidity (gastrointestinal: rigidity), dyspareunia since (B)(6) 2012, back pain since (B)(6) 2012, surgery (reviewed patient surgical history (as of (B)(6) 2012) without changes), diabetes and right lower quadrant pain. Family history included hypertension (mother). Concomitant products included ibuprofen for hives and vomiting, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2012 for pain as well as anesthetics, general, etonogestrel (implanon), hydrocodone, mebendazole and naproxen sodium (aleve) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), 1 year 3 months after insertion of essure. On (B)(6) 2012, the patient experienced allergy to metals ("allergic reactions /allergic or hypersensitivity reaction type: nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abdominal menstruation issues"), depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or psychiatric problems - condition: anxiety and mental anguish"), cystitis ("infection (bladder/urinary/vaginal)"), urinary tract infection ("infection (bladder/urinary/vaginal)"), vaginal infection ("infection (bladder/urinary/vaginal)"), urticaria ("rashes or skin conditions - type: hives"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2012, underwent bilateral salpingectomy, laparoscopically (removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the allergy to metals, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, cystitis, urinary tract infection, vaginal infection, urticaria, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient states "there is a white spot on my left ovary and there was a lltile black spot beside it, my right side hurts but since my u/s my left side hurts". Current weight 133 (unit not provided.) Essure tubal with hysteroscopy concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, menstrual disorder and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint (B)(6) . Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received: reporters were added. Patient birth date was updated. Events: hives, abdominal pain, dyspareunia and device monitoring procedure not performed were added. Event onset date were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") in an adult female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinus operation in 2002, loop electrosurgical excision procedure in 2005 and tendonitis in 2009. Patient reports no hematuria, no abnormal bleeding, no trouble urinating, no incontinence, no rash in genital area, no lesions, no discharge, no vaginal odor, and no vaginal itching. Gastrointestinal: palpation: soft, non tender, no distention, no rebound, guarding or rigidity. Females: vagina: no abnormal vaginal discharge and discharge: blood: brown. She reports no fever, no significant weight gain. And no fatigue. She reports no skin rashes. No excessive facial or body hair (hirsutism).and no acne. She reports no respiratory problems. She reports no chest pain or palpitations. She reports no gastrointestinal problems. Constipation or diarrhea. She reports no neurological problems and no headaches. She reports no psychological problems. Physical exam: abdomen: auscultation/inspection/palpation: no masses or cva tenderness and soft and nondistended. No family hx of bleeding disorders or clots. Neck: thyroid: normal size and non-tender with no enlargement or masses. Breast:· no tenderness or masses. No nipple deformities or discharge. No skin changes. Gastrointestinal: - soft, non tender with no masses or hepatosplenomegaly. Females gu: vulva: no masses or lesions. Vagina: no masses, tenderness or abnormal vaginal discharge. Cervix: grossly normal with no discharge and no cervical motion tenderness. Uterus: normal size and shape, ant everted, mobile and non tender. Bladder/urethra: no urethral discharge or masses. Bladder is non distended. Adnexa/parametria: adnexal mass on right and tenderness on right. Lymph nodes: - no palpable neck, axillary or inguinal l.n .. Extremities: - no edema or varicosities. Skin: - no acne, abnormal hair growth or lesions. Neurological summary: - no gross neurological abnormalities. Concurrent conditions included irregular menstruation since (B)(6) 2010, pelvic pain since (B)(6) 2012, abdominal pain (lower abdominal pain) since (B)(6) 2012, bleeding menstrual heavy (age at menarche: 13. Coitarche: 16.) Since (B)(6) 2012, cervical cancer since (B) (6) 2012, parity 2 since (B)(6) 2012, multigravida since (B)(6) 2012, abortion since (B)(6) 2012, caffeine normal (caffeine intake: moderate.) Since (B)(6) 2012, smoker (current every day smoker.) Since (B)(6) 2012, abstains from alcohol (alcohol intake: none.) Since (B)(6) 2012, tobacco user since (B)(6) 2012, stress (level: medium.) Since (B)(6) 2012, pap smear abnormal (y - 6 yrs ago), multiple allergies since (B)(6) 2012, ache since (B)(6) 2012, pelvic pain (severity: pain level 8/10) since (B)(6) 2012, burning sensation (pain: burning), rigidity (gastrointestinal: rigidity), dyspareunia since (B)(6) 2012, back pain since (B)(6) 2012, surgery (reviewed patient surgical history (as of (B)(6) 2012) without changes), diabetes and right lower quadrant pain. Family history included hypertension (mother). Concomitant products included ibuprofen for hives and vomiting, vicodin since (B)(6) 2012 for pain as well as anesthetics, general (general anesthesia), levonorgestrel (implanon), hydrocodone, mebendazole and naproxen sodium (aleve) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions /allergic or hypersensitivity reaction type: nickel"), menstrual disorder ("abdominal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), depression ("depression"), anxiety ("mental anguish"), cystitis ("infection (bladder/urinary/vaginal)"), urinary tract infection ("infection (bladder/urinary/vaginal)") and vaginal infection ("infection (bladder/urinary/vaginal)"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (on 13-06-2012, underwent bilateral salpingectomy, laparoscopically (removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the allergy to metals, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered allergy to metals, anxiety, cystitis, depression, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient states "there is a white spot on my left ovary and there was a lltile black spot beside it, my right side hurts but since my u/s my left side hurts". Diagnostic results: current weight 133 (unit not provided.) Essure tubal with hysteroscopy. Findings: bimanual exam revealed normal uterus in midplane with nonnal adnexa bilaterally_ on hysteroscopy there was normal endometrial lining with normal tubal ostia visualized and nonnal anatomy noted. Findings: 1. Uterus midplane approximately 8-week size. 2. Normal-appearing tubes, ovaries bilaterally. 3. Normal-appearance pelvis. Pathology: I. Right and left and fallopian tube. Cardiovascular: auscultation: regular rate and rhythm. Respiratory:· assessment of respiratory effort is normal. Ultrasound, pelvic transvaginal- to be submitted on or around (B)(6) 2012 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, menstrual disorder and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint (B)(6) 2012 00:00 most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, event added- depression, mental anguish, bladder infection, urinary tract infection, vaginal infection. Events onset date added. Treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in a 23-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included tendonitis in 2009, loop electrosurgical excision procedure in 2005 and sinus operation in 2002. Patient reports no hematuria, no abnormal bleeding, no trouble urinating, no incontinence, no rash in genital area, no lesions, no discharge, no vaginal odor, and no vaginal itching. Gastrointestinal: palpation: soft, non tender, no distention, no rebound, guarding or rigidity. Females: vagina: no abnormal vaginal discharge and discharge: blood: brown. She reports no fever, no significant weight gain. And no fatigue. She reports no skin rashes. No excessive facial or body hair (hirsutism).and no acne. She reports no respiratory problems. She reports no chest pain or palpatations. She reports no gastrointestinal problems. Constapation or diarrhea. She reports no neurological problems and no headaches. She reports no psychological problems. Physical exam: abdomen: auscultation/inspection/palpation: no masses or cva tenderness and soft and nondistended. No family hx of bleeding disorders or clots. Neck: thyroid: normal size and non-tender with no enlargement or masses. Breast:· no tenderness or masses. No nipple deformities or discharge. No skin changes. Gastrointestinal: - soft, non tender with no masses or hepatosplenomegaly. Females gu: vulva: no masses or lesions. Vagina: no masses, tenderness or abnormal vaginal discharge. Cervix: grossly normal with no discharge and no cervical motion tenderness. Uterus: normal size and shape, ant everted, mobile and non tender. Bladder/urethra: no urethral discharge or masses. Bladder is non distended. Adnexa/parametria: adnexal mass on right and tenderness on right. Lymph nodes: - no palpable neck, axillary or inguinal l.n. Extremities: - no edema or varicosities. Skin: - no acne, abnormal hair growth or lesions. Neurological summary: - no gross neurological abnormalities. Bimanual exam revealed normal uterus in midplane with nonnal adnexa bilaterally_ on hysteroscopy there was normal endometrial lining with normal tubal ostia visualized and nonnal anatomy noted. Findings: uterus midplane approximately 8-week size. Normal-appearing tubes, ovaries bilaterally. Normal-appearance pelvis. Pathology: I. Right and left and fallopian tube. Cardiovascular: auscultation: regular rate and rhythm. Respiratory:· assessment of respiratory effort is normal. Concurrent conditions included dyspareunia since (B)(6) 2012, back pain since (B)(6) 2012, pelvic pain since (B)(6) 2012, abdominal pain (lower abdominal pain) since (B)(6) 2012, bleeding menstrual heavy (age at menarche: 13. Coitarche: 16.) Since (B)(6) 2012, cervical cancer since (B)(6) 2012, parity 2 since (B)(6) 2012, multigravida since (B)(6) 2012, abortion since (B)(6) 2012, caffeine normal (caffeine intake: moderate.) Since (B)(6) 2012, smoker (current every day smoker.) Since (B)(6) 2012, abstains from alcohol (alcohol intake: none.) Since (B)(6) 2012, tobacco user since (B)(6) 2012, stress (level: medium.) Since (B)(6) 2012, multiple allergies since (B)(6) 2012, ache since (B)(6) 2012, pelvic pain (severity: pain level 8/10) since (B)(6) 2012, irregular menstruation since (B)(6) 2010, pap smear abnormal (y - 6 yrs ago), burning sensation (pain: burning), rigidity (gastrointestinal: rigidity), surgery (reviewed patient surgical history (as of (B)(6) 2012) without changes), diabetes and right lower quadrant pain. Family history included hypertension (mother). Concomitant products included ibuprofen for hives and vomiting, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2012 for pain as well as anesthetics, general, etonogestrel (implanon), hydrocodone, mebendazole, naproxen sodium (aleve) since (B)(6) 2012 and naproxen sodium from 3-aug-2011 to 31-jan-2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), 1 year 3 months after insertion of essure. On (B)(6) 2012, the patient experienced allergy to metals ("allergic reactions /allergic or hypersensitivity reaction type: nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abdominal menstruation issues"), depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or psychiatric problems - condition: anxiety and mental anguish"), cystitis ("infection (bladder/urinary/vaginal)"), urinary tract infection ("infection (bladder/urinary/vaginal)"), vaginal infection ("infection (bladder/urinary/vaginal)"), urticaria ("rashes or skin conditions - type: hives"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (underwent bilateral salpingectomy, laparoscopically (removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, abdominal pain, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the menstrual disorder, depression, anxiety, urticaria and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, cystitis, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient states "there is a white spot on my left ovary and there was a lltile black spot beside it, my right side hurts but since my u/s my left side hurts". Current weight 133 (unit not provided.) Essure tubal with hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2012: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, menstrual disorder and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint 29-may-2012 00:00. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in a 22-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included tendonitis in 2009, loop electrosurgical excision procedure in 2005 and sinus operation in 2002. Patient reports no hematuria, no abnormal bleeding, no trouble urinating, no incontinence, no rash in genital area, no lesions, no discharge, no vaginal odor, and no vaginal itching. Gastrointestinal: palpation: soft, non tender, no distention, no rebound, guarding or rigidity. Females: vagina: no abnormal vaginal discharge and discharge: blood: brown. She reports no fever, no significant weight gain. And no fatigue. She reports no skin rashes. No excessive facial or body hair (hirsutism).and no acne. She reports no respiratory problems. She reports no chest pain or palpitations. She reports no gastrointestinal problems. Constipation or diarrhea. She reports no neurological problems and no headaches. She reports no psychological problems. Physical exam: abdomen: auscultation/inspection/palpation: no masses or cva tenderness and soft and nondistended. No family hx of bleeding disorders or clots. Neck: thyroid: normal size and non-tender with no enlargement or masses. Breast:· no tenderness or masses. No nipple deformities or discharge. No skin changes. Gastrointestinal: - soft, non tender with no masses or hepatosplenomegaly. Females gu: vulva: no masses or lesions. Vagina: no masses, tenderness or abnormal vaginal discharge. Cervix: grossly normal with no discharge and no cervical motion tenderness. Uterus: normal size and shape, ant everted, mobile and non tender. Bladder/urethra: no urethral discharge or masses. Bladder is non distended. Adnexa/parametria: adnexal mass on right and tenderness on right. Lymph nodes: - no palpable neck, axillary or inguinal l.n .. Extremities: - no edema or varicosities. Skin: - no acne, abnormal hair growth or lesions. Neurological summary: - no gross neurological abnormalities. Bimanual exam revealed normal uterus in midplane with nonnal adnexa bilaterally_ on hysteroscopy there was normal endometrial lining with normal tubal ostia visualized and nonnal anatomy noted. Findings: 1. Uterus midplane approximately 8-week size. 2. Normal-appearing tubes, ovaries bilaterally. 3. Normal-appearance pelvis. Pathology: I. Right and left and fallopian tube. Cardiovascular: auscultation: regular rate and rhythm. Respiratory:· assessment of respiratory effort is normal. Concurrent conditions included dyspareunia since (B)(6) 2012, back pain since (B)(6) 2012, pelvic pain since (B)(6) 2012, abdominal pain (lower abdominal pain) since (B)(6) 2012, bleeding menstrual heavy (age at menarche: 13. Coitarche: 16.) Since (B)(6) 2012, cervical cancer since (B)(6) 2012, parity 2 since(B)(6) 2012, multigravida since (B)(6) 2012, abortion since (B)(6) 2012, caffeine normal (caffeine intake: moderate.) Since (B)(6) 2012, smoker (current every day smoker.) Since (B)(6) 2012, abstains from alcohol (alcohol intake: none.) Since (B)(6) 2012, tobacco user since (B)(6) 2012, stress (level: medium.) Since (B)(6) 2012, multiple allergies since (B)(6) 2012, ache since (B)(6) 2012, pelvic pain (severity: pain level 8/10) since (B)(6) 2012, irregular menstruation since (B)(6)2010, pap smear abnormal (y - 6 yrs ago), burning sensation (pain: burning), rigidity (gastrointestinal: rigidity), surgery (reviewed patient surgical history (as of (B)(6) 2012) without changes), diabetes and right lower quadrant pain. Family history included hypertension (mother). Concomitant products included ibuprofen for hives and vomiting, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2012 for pain as well as anesthetics, general, etonogestrel (implanon), hydrocodone, mebendazole, naproxen sodium (aleve) since (B)(6) 2012 and naproxen sodium from (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), 1 year 3 months after insertion and 1 day after removal of essure. In (B)(6) 2010, the patient experienced allergy to metals ("allergic reactions /allergic or hypersensitivity reaction type: nickel"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions - type: hives"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("abdominal menstruation issues"), depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or psychiatric problems - condition: anxiety and mental anguish"), cystitis ("infection (bladder/urinary/vaginal)"), urinary tract infection ("infection (bladder/urinary/vaginal)"), vaginal infection ("infection (bladder/urinary/vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (underwent bilateral salpingectomy, laparoscopically (removal of fallopian tubes),surgical rem coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, abdominal pain, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the menstrual disorder, depression, anxiety, urticaria, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient states "there is a white spot on my left ovary and there was a little black spot beside it, my right side hurts but since my u/s my left side hurts". Current weight 133 (unit not provided.) Essure tubal with hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2012: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, menstrual disorder and vaginal haemorrhage. Quality-safety evaluation of ptc: 29-may-2012 00:00. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") in an adult female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinus operation in 2002, loop electrosurgical excision procedure in 2005 and tendonitis in 2009. Patient reports no hematuria, no abnormal bleeding, no trouble urinating, no incontinence, no rash in genital area, no lesions, no discharge, no vaginal odor, and no vaginal itching. Gastrointestinal: palpation: soft, non tender, no distention, no rebound, guarding or rigidity. Females: vagina: no abnormal vaginal discharge and discharge: blood: brown. She reports no fever, no significant weight gain. And no fatigue. She reports no skin rashes. No excessive facial or body hair (hirsutism).and no acne. She reports no respiratory problems. She reports no chest pain or palpatations. She reports no gastrointestinal problems. Constapation or diarrhea. She reports no neurological problems and no headaches. She reports no psychological problems. Physical exam: abdomen: auscultation/inspection/palpation: no masses or cva tenderness and soft and nondistended. No family hx of bleeding disorders or clots. Neck: thyroid: normal size and non-tender with no enlargement or masses. Breast:· no tenderness or masses. No nipple deformities or discharge. No skin changes. Gastrointestinal: - soft, non tender with no masses or hepatosplenomegaly. Females gu: vulva: no masses or lesions. Vagina: no masses, tenderness or abnormal vaginal discharge. Cervix: grossly normal with no discharge and no cervical motion tenderness. Uterus: normal size and shape, ant everted, mobile and non tender. Bladder/urethra: no urethral discharge or masses. Bladder is non distended. Adnexa/parametria: adnexal mass on right and tenderness on right. Lymph nodes: - no palpable neck, axillary or inguinal l.n .. Extremities: - no edema or varicosities. Skin: - no acne, abnormal hair growth or lesions. Neurological summary: - no gross neurological abnormalities. Concurrent conditions included irregular menstruation since (B)(6) 2010, pelvic pain since (B)(6) 2012, abdominal pain (lower abdominal pain) since (B)(6) 2012, bleeding menstrual heavy (age at menarche: 13. Coitarche: 16.) Since (B)(6) 2012, cervical cancer since 29-may-2012, parity 2 since (B)(6) 2012, gravida since (B)(6) 2012, abortion since (B)(6) 2012, caffeine normal (caffeine intake: moderate.) Since (B)(6) 2012, smoker (current every day smoker.) Since (B)(6) 2012, abstains from alcohol (alcohol intake: none.) Since (B)(6) 2012, tobacco user since (B)(6) 2012, stress (level: medium.) Since (B)(6) 2012, pap smear abnormal (y - 6 yrs ago), multiple allergies since (B)(6) 2012, ache since (B)(6) 2012, pelvic pain (severity: pain level 8/10) since (B)(6) 2012, burning sensation (pain: burning), rigidity (gastrointestinal: rigidity), dyspareunia since (B)(6) 2012, back pain since (B)(6) 2012, surgery (reviewed patient surgical history (as of 29may2012) without changes), diabetes and right lower quadrant pain. Family history included hypertension (mother). Concomitant products included ibuprofen for hives and vomiting, vicodin since (B)(6) 2012 for pain as well as anesthetics, general (general anesthesia), etonogestrel (implanon), hydrocodone, mebendazole and naproxen sodium (aleve) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions / allergic or hypersensitivity reaction"), infection ("infections / infection (bladder/ urinary tract/vaginal)"), menstrual disorder ("abdominal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with paracetamol and surgery (on (B)(6) 2012, underwent removal of the essure device, bilateral salpingectomy - laparoscopically). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the hypersensitivity, infection, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient states "there is a white spot on my left ovary and there was a lltile black spot beside it, my right side hurts but since my u/s my left side hurts". Diagnostic results: current weight (B)(6) (unit not provided.). Essure tubal with hysteroscopy. Findings: bimanual exam revealed normal uterus in midplane with nonnal adnexa bilaterally_ on hysteroscopy there was normal endometrial lining with normal tubal ostia visualized and nonnal anatomy noted. Findings: uterus midplane approximately 8-week size. Normal-appearing tubes, ovaries bilaterally. Normal-appearance pelvis. Pathology: right and left and fallopian tube. Cardiovascular: auscultation: regular rate and rhythm. Respiratory:· assessment of respiratory effort is normal. Ultrasound, pelvic transvaginal- to be submitted on or around (B)(6) 2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, menstrual disorder and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs and mr received. Reporter was added. Patient¿s details, historical condition, family history, concomitant disease, concomitant drugs, treatment drug and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia) were added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in a 23-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included tendonitis in 2009, loop electrosurgical excision procedure in 2005 and sinus operation in 2002. Patient reports no hematuria, no abnormal bleeding, no trouble urinating, no incontinence, no rash in genital area, no lesions, no discharge, no vaginal odor, and no vaginal itching. Gastrointestinal: palpation: soft, non tender, no distention, no rebound, guarding or rigidity. Females: vagina: no abnormal vaginal discharge and discharge: blood: brown. She reports no fever, no significant weight gain. And no fatigue. She reports no skin rashes. No excessive facial or body hair (hirsutism).and no acne. She reports no respiratory problems. She reports no chest pain or palpatations. She reports no gastrointestinal problems. Constapation or diarrhea. She reports no neurological problems and no headaches. She reports no psychological problems. Physical exam: abdomen: auscultation/inspection/palpation: no masses or cva tenderness and soft and nondistended. No family hx of bleeding disorders or clots. Neck: thyroid: normal size and non-tender with no enlargement or masses. Breast:· no tenderness or masses. No nipple deformities or discharge. No skin changes. Gastrointestinal: - soft, non tender with no masses or hepatosplenomegaly. Females gu: vulva: no masses or lesions. Vagina: no masses, tenderness or abnormal vaginal discharge. Cervix: grossly normal with no discharge and no cervical motion tenderness. Uterus: normal size and shape, ant everted, mobile and non tender. Bladder/urethra: no urethral discharge or masses. Bladder is non distended. Adnexa/parametria: adnexal mass on right and tenderness on right. Lymph nodes: - no palpable neck, axillary or inguinal l.n .. Extremities: - no edema or varicosities. Skin: - no acne, abnormal hair growth or lesions. Neurological summary: - no gross neurological abnormalities. Bimanual exam revealed normal uterus in midplane with nonnal adnexa bilaterally_ on hysteroscopy there was normal endometrial lining with normal tubal ostia visualized and nonnal anatomy noted. Findings: 1. Uterus midplane approximately 8-week size. 2. Normal-appearing tubes, ovaries bilaterally. 3. Normal-appearance pelvis. Pathology: I. Right and left and fallopian tube. Cardiovascular: auscultation: regular rate and rhythm. Respiratory:· assessment of respiratory effort is normal. Concurrent conditions included dyspareunia since (B)(6) 2012, back pain since (B)(6) 2012, pelvic pain since (B)(6) 2012, abdominal pain (lower abdominal pain) since (B)(6) 2012, bleeding menstrual heavy (age at menarche: 13. Coitarche: 16.) Since (B)(6) 2012, cervical cancer since (B)(6) 2012, parity 2 since (B)(6) 2012, multigravida since (B)(6) 2012, abortion since (B)(6) 2012, caffeine normal (caffeine intake: moderate.) Since (B)(6) 2012, smoker (current every day smoker.) Since (B)(6) 2012, abstains from alcohol (alcohol intake: none.) Since (B)(6) 2012, tobacco user since (B)(6) 2012, stress (level: medium.) Since (B)(6) 2012, multiple allergies since (B)(6) 2012, ache since (B)(6) 2012, pelvic pain (severity: pain level 8/10) since (B)(6) 2012, irregular menstruation since (B)(6) 2010, pap smear abnormal (y - 6 yrs ago), burning sensation (pain: burning), rigidity (gastrointestinal: rigidity), surgery (reviewed patient surgical history (as of (B)(6) 2012) without changes), diabetes and right lower quadrant pain. Family history included hypertension (mother). Concomitant products included ibuprofen for hives and vomiting, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2012 for pain as well as anesthetics, general, etonogestrel (implanon), hydrocodone, mebendazole, naproxen sodium (aleve) since (B)(6) 2012 and naproxen sodium from (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), 1 year 3 months after insertion of essure. On (B)(6) 2012, the patient experienced allergy to metals ("allergic reactions /allergic or hypersensitivity reaction type: nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abdominal menstruation issues"), depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or psychiatric problems - condition: anxiety and mental anguish"), cystitis ("infection (bladder/urinary/vaginal)"), urinary tract infection ("infection (bladder/urinary/vaginal)"), vaginal infection ("infection (bladder/urinary/vaginal)"), urticaria ("rashes or skin conditions - type: hives"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (underwent bilateral salpingectomy, laparoscopically (removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, abdominal pain, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the menstrual disorder, depression, anxiety, urticaria and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, cystitis, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient states "there is a white spot on my left ovary and there was a lltile black spot beside it, my right side hurts but since my u/s my left side hurts". Current weight 133 (unit not provided.) Essure tubal with hysteroscopy diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2012: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, menstrual disorder and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint (B)(6) 2012 00:00 most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event: bladder problems, urinary problems, vaginal discharge. Outcome of the events pain, bleeding, bladder/urinary problems and allergic reaction was updated to recovered/resolved. Reporter information was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in a 22-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included tendonitis in 2009, loop electrosurgical excision procedure in 2005 and sinus operation in 2002. Patient reports no hematuria, no abnormal bleeding, no trouble urinating, no incontinence, no rash in genital area, no lesions, no discharge, no vaginal odor, and no vaginal itching. Gastrointestinal: palpation: soft, non tender, no distention, no rebound, guarding or rigidity. Females: vagina: no abnormal vaginal discharge and discharge: blood: brown. She reports no fever, no significant weight gain. And no fatigue. She reports no skin rashes. No excessive facial or body hair (hirsutism).and no acne. She reports no respiratory problems. She reports no chest pain or palpitations. She reports no gastrointestinal problems. Constipation or diarrhea. She reports no neurological problems and no headaches. She reports no psychological problems. Physical exam: abdomen: auscultation/inspection/palpation: no masses or cva tenderness and soft and nondistended. No family hx of bleeding disorders or clots. Neck: thyroid: normal size and non-tender with no enlargement or masses. Breast:· no tenderness or masses. No nipple deformities or discharge. No skin changes. Gastrointestinal: - soft, non tender with no masses or hepatosplenomegaly. Females gu: vulva: no masses or lesions. Vagina: no masses, tenderness or abnormal vaginal discharge. Cervix: grossly normal with no discharge and no cervical motion tenderness. Uterus: normal size and shape, ant everted, mobile and non tender. Bladder/urethra: no urethral discharge or masses. Bladder is non distended. Adnexa/parametria: adnexal mass on right and tenderness on right. Lymph nodes: - no palpable neck, axillary or inguinal l.n .. Extremities: - no edema or varicosities. Skin: - no acne, abnormal hair growth or lesions. Neurological summary: - no gross neurological abnormalities. Bimanual exam revealed normal uterus in midplane with nonnal adnexa bilaterally_ on hysteroscopy there was normal endometrial lining with normal tubal ostia visualized and nonnal anatomy noted. Findings: 1. Uterus midplane approximately 8-week size. 2. Normal-appearing tubes, ovaries bilaterally. 3. Normal-appearance pelvis. Pathology: I. Right and left and fallopian tube. Cardiovascular: auscultation: regular rate and rhythm. Respiratory:· assessment of respiratory effort is normal. Concurrent conditions included dyspareunia since (B)(6) 2012, back pain since (B)(6) 2012, pelvic pain since (B)(6) 2012, abdominal pain (lower abdominal pain) since (B)(6) 2012, bleeding menstrual heavy (age at menarche: 13. Coitarche: 16.) Since (B)(6) 2012, cervical cancer since (B)(6) 2012, parity 2 since(B)(6) 2012, multigravida since (B)(6) 2012, abortion since(B)(6) 2012, caffeine normal (caffeine intake: moderate.) Since (B)(6) 2012, smoker (current every day smoker.) Since (B)(6) 2012, abstains from alcohol (alcohol intake: none.) Since(B)(6) 2012, tobacco user since (B)(6) 2012, stress (level: medium.) Since (B)(6) 2012, multiple allergies since (B)(6) 2012, ache since(B)(6) 2012, pelvic pain (severity: pain level 8/10) since (B)(6) 2012, irregular menstruation since (B)(6)2010, pap smear abnormal (y - 6 yrs ago), burning sensation (pain: burning), rigidity (gastrointestinal: rigidity), surgery (reviewed patient surgical history (as of (B)(6)2012) without changes), diabetes and right lower quadrant pain. Family history included hypertension (mother). Concomitant products included ibuprofen for hives and vomiting, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6)2012 for pain as well as anesthetics, general, etonogestrel (implanon), hydrocodone, mebendazole, naproxen sodium (aleve) since (B)(6)2012 and naproxen sodium from (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), 1 year 3 months after insertion and 1 day after removal of essure. In (B)(6) 2010, the patient experienced allergy to metals ("allergic reactions /allergic or hypersensitivity reaction type: nickel"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions - type: hives"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("abdominal menstruation issues"), depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or psychiatric problems - condition: anxiety and mental anguish"), cystitis ("infection (bladder/urinary/vaginal)"), urinary tract infection ("infection (bladder/urinary/vaginal)"), vaginal infection ("infection (bladder/urinary/vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (underwent bilateral salpingectomy, laparoscopically (removal of fallopian tubes),surgical rem coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, abdominal pain, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the menstrual disorder, depression, anxiety, urticaria, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient states "there is a white spot on my left ovary and there was a little black spot beside it, my right side hurts but since my u/s my left side hurts". Current weight 133 (unit not provided.) Essure tubal with hysteroscopy diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2012: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, menstrual disorder and vaginal haemorrhage. Quality-safety evaluation of ptc: (B)(6) 2012 00:00 most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event dysmenorrhea (cramping) was added. Event onset date was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), infection ("infections") and menstrual disorder ("abdominal menstruation issues"). The patient was treated with surgery (underwent removal of the essure device). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, infection and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.